Event description:
It was reported that catheter was placed in 2005 in or for shoulder surgery. Catheter was implanted approx 7 cm. It functioned properly and was left in place for 48 hrs during removal, resistance was met clinician contiuned to pull on catheter. It separated and unraveled, but was eventually removed from aptient. An x-ray was performed and verifeied no portion of catheter retained. No patient complications and no intervention reported.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.